Event description:
It was reported the pt experienced her ipg pocket site become hot during normal use of the system, not while recharging. The pt resolved the issue by applying a cold pack to the site. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.